Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot #. The device was discarded by the user facility, therefore, a product eval could not be performed. Based on the info available, the results of the investigation are inconclusive and the root cause of the event is unk. The current IFU (instructions for use) states the following: warnings: movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU.

Event description:
It was reported that approximately three weeks post filter implant, during scheduled filter retrieval, it was identified that the filter had migrated caudally, approximately 3.7cm, and presented a tilt of approximately 34 degrees. The physician attempted to retrieve the filter using a snare; however, was unsuccessful. The filter was successfully retrieved using a recovery cone. There was no injury to the pt. The filter had been implanted prophylactically prior to a bariatric surgery; which was conducted on the same day as the filter implant procedure. Reportedly, the filter implant was successful and without complications.